Event description:
During an endoscopic procedure to treat a lower gi bleed, the physician used a cook hemospray endoscopic hemostat. It was reported that the colon was insufflated with co2 [carbon dioxide] prior to the hemospray being sprayed and the bowel was distended. The hemospray was used to treat a lower gi bleed from diverticulum which the [end user] had a perforation saying hemospray might have contributed to the perforation. A section of the device did not remain inside the patient¿s body. The patient did require surgery for perforation diverticulum. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the question responses indicate the colon was insufflated prior to the hemospray being sprayed and the bowel was distended. "Ensure gastrointestinal lumen is not distended because hemospray adds volume in excess of insufflation volumes during procedure. Closely monitor bowel distension and balance insufflation and hemospray volumes as necessary." This is the most likely root cause. The IFU includes the following information related to the occurrence of perforation: [hemospray is] "also contraindicated in patients who have gastrointestinal fistulas, are suspected of having a gastrointestinal perforation, or are at high risk of gastrointestinal perforation during endoscopic treatment." The IFU indicates the following potential complications: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation..." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the responses indicating the colon was insufflated prior to the hemospray being sprayed and the bowel was distended, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.